Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the right atrial (ra) lead had dislodged and exhibited high thresholds. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.